Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 12/07/2011 device evaluation: a cartridge of unknown lot number has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A fill test and a leak test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The patient reported that she believes three cartridges from the same box have leaked from the plunger end. She denied moisture in the cartridge compartment, but confirmed that the cartridge compartment smelled of insulin. The patient admitted that she does not cycle cartridges prior to filling and reuses cartridges, but stated that the leaking cartridges were not reused ones. The patient stated that her blood glucose (bg) elevated to between 22 and 24 mmol/l while using the leaking cartridges. There were no reported signs or symptoms of hyperglycemia. The reported bg excursion does not meet the definition of a serious injury. This complaint is being reported due to the alleged cartridge malfunction.